Manufacturer narrative:
Explant surgery is planned for the future. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports rupture diagnosed with an MRI. The device will be explanted. This record relates to the right side.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified the device was underweight, a broken shell, missing shell and patch, and a dark ring. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior due to an unidentified tear opening.

Event description:
Physician reports rupture diagnosed with an MRI. Device has been explanted. This record relates to the right side.